Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test. Unit had missing end cap sticker and no moisture damage noted on the electronic assembly during visual inspection.

Event description:
It was reported that the insulin did not alarm. Caller stated that the customer had high blood glucose of 249 mg/dl. Caller stated that the insulin pump did not alert the customer. Caller also stated that the insulin pump was exposed to water. Caller stated that the customer was in a field trip from school and the unit was splashed with water. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.